Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump low battery. The patient's blood glucose level was 63 mg/dl at the time of the call. The customer stated that they had been hospitalized in the past for high and low blood glucose levels. Customer found lost sensor 87 days on the sensor glucose graph. The customer discarded the used sensor at the hospital. The customer did not provided further information about the hospitalization. The customer had to get off the phone. The customer was sent a new battery cap to resolve the issue. The customer did not return the product back for analysis.